Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The two-way and proportional valve were replaced to resolve the issue. Patient identifier: no report of patient involvement. Initial reporter name and address: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The two-way and proportional valve were replaced to resolve the issue.